Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.